Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet in bg run experienced hyperglycemia after announcing a smaller meal size than was actually consumed, with a glucometer reading of 354 mg/dl and no symptoms reported. The user was employing an inset infusion set on the abdomen and was using a glucometer rather than a continuous glucose monitor (cgm) at the time. Symptoms included no clinical manifestations reported. Outcomes included no medical intervention beyond self-management guidance and no hospitalization. Investigation included review of user-reported history and education on ketone monitoring and meal announcement practices. Investigation of this case revealed user-related dosing error due to incorrect meal size announcement, without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.